Event description:
It was reported that two nurses were transporting a pt down a hall when the stretcher allegedly ran into a cabinet. Allegedly, one nurse caught their right hand between the siderail and the cabinet and sustained a laceration that required stitches.